Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. However, an unlocked keypad connector was noted during the visual inspection. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was doing a set change and when they looked down the insulin pump was gone and device alarmed again low reservoir. Customer filled the infusion set how he was shown and then just placed the reservoir in the device and that was all. Customer's blood glucose was 75 mg/dl. Customer stated the down arrow was not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported